Event description:
It was reported that the patient underwent a posterior lumbar spinal surgery. It was reported that the tip of the driver broke off in the head of the bone screw. The tip was retrieved from the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consis tent with interface during usage. Fracture surface analysis reveals a fairly flat fracture and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.